Event description:
It was reported that at follow-up, the device could not be interrogated. Lead damage was observed at explant and was replaced as well.

Manufacturer narrative:
No medwatch form was received.